Manufacturer narrative:
Additional information: b5-the reporter indicated that a 13.7mm vicm5 13.7 implantable collamer lens of -6.00 diopter was implanted into the patients left eye (os) on an unknown date. Lens was explanted on an unknown date. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. D6b: unknown. Device evaluation: h3-device evaluation: lens returned in a vial with liquid. Visual inspection found optic torn and haptic torn. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vicm5 13.7 implantable collamer lens of -6.00 diopter was implanted into the patients left eye (os) on an unknown date. There is a planned exchange for a lens two sizes smaller for an unknown reason. The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- one similar complaint event(s) within associated lots were found. Claim#: (B)(4).